Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. A sample device was returned and is currently under investigation.

Event description:
A report was received that alleges that following placement of the tracheostomy tube in use with a patient, the cuff would not inflate. An emergent exchange of the tracheostomy tube was required. No incident related medical sequela was reported.